Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported flow rate error, which was reproduced during flow rate testing as under infusions. Visual inspection of the door hardware revealed fluid residue and debris under the upstream and downstream fingers and the downstream valve. The fluid residue caused the downstream valve pressure plate to intermittently stick, which caused the pump to under infuse. The fluid residue was removed from the affected areas and the device was calibrated to correct this issue.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during preventive maintenance testing in the neonatal intensive care unit. It was also reported there was no patient involvement.